Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing impedance measurements on this right atrial (ra) lead were high and out of range, at greater than 3,000 ohms. The patient was reportedly in atrial tachycardia. A chest x-ray was ordered but the results have not been reported. Atrial discriminators and alerts were programmed off and the system will be monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the respiratory rate trend function was turned off.